Event description:
As reported by user facility: there is a quality concern with the 150 ml braun pab mixing container ref (B)(4). Lot j3k687 exp 07/25. A 1cm piece of plastic, floating inside the bag, was identified. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Photographs were submitted for review, a possible piece of particulate matter is visible; however, the identity or source of the particle were unable to be identified. The reported defect was unable to be confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.visual inspection on twenty (20) retained units revealed that no leakage was observed in any of the retained units. The batch record was reviewed, and the batch met and passed all release criteria and tests. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available a follow-up report will be filed.